Event description:
Consumer complained that the product got stuck to her tooth and she couldn't remove it. She needed to have her tooth professionally cleaned. The consumer did seek attention from her dentist.